Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #:(B)(6) , ubd: 10-may-2024, UDI#: (B)(4). H3. Analysis of the communicator found that the complaint could not be verified. The device passed all tests and no visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. When asked what the pump drugs were, the reporter stated, ¿fentanyl and bupivacaine and I think that's it - I don't know the mixture¿. The indication for pump use was non-malignant pain. The patient¿s friend/family member reported that they werehaving difficulties connecting the patient¿s equipment to the pump despite them being fully charged. The reporter stated, ¿it keeps saying 'device not found¿, then stated it was 'no pump found¿¿. The reported also stated ¿we had problems with the charger - it wiggles in the receptacle when I plugged it in to charge so it wasn't charging - so it wasn't fully charged so I took care of that and got the green light, and the other one says 100% but now I can't get it¿. Troubleshooting determined that they were trying to connect with the communicator plugged in, but they were doing so due to charging issues. During the call, the agent assisted them, and the patient was able to request/receive a bolus. Per the reporter, they had tried another cord, but the charging port was loose andthey ¿have to put the prongs down to get it to fit and they have to move it around to get the orange light and then not touch it until it's green or it won't charge¿. A replacement communicator was requested from the repair department because the charging port was loose, and they had to move the cord around to try to get the orange light on despite trying another charging cord. No patient injury reported.